Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred "with a big sound and a red screen". Ther patient was ventilated with a resuscitation bag, without difficulty of breathing. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The log captured a relevant error while in standby mode. It showed the drift volume of a flow sensor deviated from the standard. Therefore, corrective action was taken using a service tool, and resolved the phenomenon. The evaluation revealed some kind of pressure was added to the device after it was shifted to a standby mode. Although no anomaly was found in the device, the flow sensor was replaced preventively to address the issue. Additionally, not related to the issue the vanity cover was replaced due to the frame around the mute button was missing. The device passed final testing and software was confirmed to be version 1.06.05.00.